Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. Visual inspection did not reveal any damage. A piece of material was lodged in the pitch cable crimp. The material was removed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument released energy. The instrument was fully functional. No product issue was found. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no product issue (e.g., no damage, no missing pieces, no functional issue, etc.). The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was further evaluated by failure analysis engineer (fae) and the initial findings were confirmed. The instrument was visually inspected, and no broken or frayed wires were identified. The instrument was returned with a lodged component. The component was removed prior to further investigation but was found in the pitch cable crimp at the distal end of the instrument. The material was a translucent fiber measuring approximately 0.34mm in width. Ftir testing was performed and confirmed a strong match to nylon 6/12, which is a material commonly used for reprocessing brush bristles. The lodged material was likely a bristle of a reprocessing brush that became pinched during cleaning of the instrument. There were no additional findings.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.